Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a supercap post error in the history. The start-up test was conducted and the reported issue was able to be confirmed. The pump had a low profile panasonic supercap. The pump would power off right away, which made it seem like a battery issue. The mainboard was replaced to resolve the issue and also as a preventative measure since the part was 7 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a supercap error and a battery issue. There was no reported adverse event.

Manufacturer narrative:
Additional information: a1, b3, and h6 (patient code).